Event description:
It was reported that the pump battery level was not increasing. Customer confirmed the lighting bolt symbol was displayed. No action was taken and the battery level increased. There was no reported adverse impact to the customer¿s blood glucose level. The customer continued to use the pump for insulin therapy.